Event description:
Pt implanted with pangea construct level l2 - l5 returned to surgeon for a follow up visit. An x-ray showed the rod pulled out of the cap at l4 - l5 right side. Pt was revised to a larger rod and new caps. During revision surgeon noted the original screws were tight in the bone. This is two of four reports for this event.

Manufacturer narrative:
Additional info has been requested. Without a lot number a device history record review can not be requested at this time. Synthes is unable to provide the date of manufacture without a lot number or device provided. The investigation could not be completed, no conclusion could be drawn, as no lot number was provided and the subject device was not returned.